Event description:
It was observed that during the device inspection, the electrosurgical generator had an error code of e433.  There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, error e433 was reproduced and error e433 error occurred, due to generator board failure. It was also noted, that there was dust inside of the device. Error message e433 occurs, when the effective value of the output signal, which was set for testing purposes. Falls below the specified limit of 130v, when the device is started. Which normally indicates, a low-resistance diode chain. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts can result. The device is then no longer ready for use. Error messages that may appear, during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly, critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used, prior to a procedure. In addition, according to IFU (instructions for use), a suitable replacement device must be provided, during an application. Olympus will continue to monitor field performance for this device.